Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 100-50-s without packaging and one easypump ii lt 100-50-s in original packaging. The received samples were taken to a visual inspection. On the used sample the white clamp was closed and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected on the used sample. After opening the top cap we detected solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the used sample. At the original packed sample we detected no damages. In addition the samples were filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. Used sample: after opening the white clamp and starting the pump and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected. Original packed sample: after opening the white clamp the pump is working immediately (solution was running). After these 60 minutes leakages were not detected. The inspected used sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and there is no abnormality found during in-process inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): two blocked pumps, patient did not receive treatment / medication. The problem occurred on 2 pumps of the same batch. The first pump was connected to the patient on (B)(6) 2016. On (B)(6) 2016 the pump was still full, there has been no treatment. The second pump was connected to the patient on (B)(6) 2016. Also this pump was still full on (B)(6) 2016! Subsequently, the consistency of the port system was tested with rx contrast agent, no abnormalities were noted. The handling was also reviewed, no fault were found.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.